Event description:
A pharmacist reported that following an intraocular lens (iol) implant procedure, the patient observed he was seeing worse than before he underwent surgery. The exams detected a myopic outcome and decreased vision. The lens was explanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).